Event description:
Boston scientific received information that the patient with this transvenous implantable cardioverter defibrillator (ICD) system was admitted to the hospital with a fever and left forearm thrombophlebitis. Blood cultures were positive for staph epidermis. A transesophageal echo was performed and a vegetation in the right atrium, attached to the right ventricular (rv) lead was observed. Subsequently, this ICD system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.